Manufacturer narrative:
It was reported that "customer was getting out of bed and walking to the bathroom when the unit folded up and he fell and dis located his shoulder from hitting the counter." It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Unit folded up".